Event description:
It was reported that the external pulse generator had a broken liquid crystal display (lcd) and that adjustments could not be made with the rotary knobs. The generator was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the external pulse generator had a broken liquid crystal display (lcd) and that adjustments could not be made with the rotary knobs. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels and that adjustments could not be made with the rotary knobs, which was attributed to the encoder flex being damaged. Analysis also found that the lower case was broken, the battery release and battery drawer were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched, delaminated and the off button and on button were collapsed, the battery drawer o-ring was missing, the encoder flex was misaligned and not seated properly and that the silicone was missing for the board connectors apparently due to the customer attempting repair. It was noted that no battery was returned with the device. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.